Event description:
It was reported that a during the treatment of an aneurysm, upon positioning the coil it prematurely detached partially within the aneurysm and the microcatheter. The coil was retrieved using a solitaire retrieval device. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device has not been returned to date. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.